Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent acute appendicitis operation on (B)(6) 2018 and suture was used. Around 3 months after the procedure, the patient experienced itching and purulent secretion in the wound, and black suture overflow from the stitch site. The surgeon cleaned up wounds and removed the sutures. No additional information was provided.